Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus, sepsis, tamponade, and multi organ failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient was in long pre-operative extracorporeal cardiac life support (ecls) and intra-aortic balloon pump (iabp) therapies and was in septic conditions because of a bad tooth status. It was stated that the patient had a pericardial tamponade and thrombus in the right ventricle (rv). Patient was stated to have died after a week of treatment on multi organ failure (mov). No additional information available.

Manufacturer narrative:
It was reported from the site that the patient died on the (B)(6). Beside the patient had a bad tooth status, which could be the reason of the sepsis. The patient had a complex pre-operative situation and was treated by extracorporeal cardiac life support (ecls) and intra-aortic balloon pump (iabp)before implanting. It was stated that the pump was still implanted in the patient and would not be returned. Site stated that this was all the information that they had available. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump hw28384 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against hw28384; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Review of the log files revealed a sudden drop in power consumption on (B)(6) 2017 followed by another drop-in power on (B)(6) 2017. 19 low flow alarms have been logged since (B)(6) 2017.  Of note, it was reported that the patient died due to sepsis and pericardial tamponade. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the low flow event observed in the log files may be attributed to the reported pericardial tamponade. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Possible root cause of the event can be attributed to the patient's complex pre-operative situation which was treated by extracorporeal cardiac life support (ecls) and intra-aortic balloon pump (iabp) before implanting. And complex post-operative course that included sepsis, which may be linked to the bad tooth, the pericardial tamponade, and thrombus in the right ventricle all which lead to the multiorgan system failure. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.